Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) reliability laboratory. Failure (event) observed during analysis. Analysis found the device exhibiting high current. High current was traced to an anomalous capacitor component.